Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error numerous times. The customer's blood glucose reading was 81 mg/dl at the time of incident. Troubleshooting found a pump error in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
Format history file analysis has confirmed hardware low level failures error alarm and he motor arm cannot communicate with the main arm error alarm due to poor solder joints at the u1 ambient light sensor on the keypad assembly. However, the insulin pump passed full functional test including displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin pump had scratched case, fading serial number label and minor scratched lcd window.